Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. During testing, the pump was powered on and the display screen appeared dim with discolored text. Unrelated to these issues, the keypad cover was observed to be peeling. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on 11/04/2016.